Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to vertical cracked lcd controller. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that display began to flash in black and white and was beeping continuously. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.